Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Additional information: h6(medical device problem code). This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bottle side and patient side pressure sensors (due check IV set alarm when performed pm). Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the fsa pressure sensor ¿ 12 pack. A review of the device history record showed the device had a manufacture date of 26sep2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bottle side and patient side pressure sensors (due check IV set alarm when performed pm). Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the fsa pressure sensor ¿ 12 pack. A review of the device history record showed the device had a manufacture date of 26sep2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.